Event description:
Caller reported that an occlusion alarm. Customer's blood glucose was 33 mmol/l. Customer addressed high blood glucose with a correction injection via multiple daily injections. Technical support provided guidance on troubleshooting steps, but occlusions persisted. No issues were found with the pump, pump supplies, or infusion set supplies. The customer reverted to a backup method of insulin therapy.